Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the desktop charger black cord with arrow and the black wire near the white arrow was coming off. It was reported that the desktop charger cord was frayed. The patient reported that the ins recharger button was sticking and would like the recharger to be replaced. No patient complications have been reported because of this event.

Manufacturer narrative:
H3: analysis of the desktop charger 37761 (B)(6) revealed damaged connector tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.